Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was broken. Analysis also noted the hanger assembly was broken. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged black plastic pieces inside the atrial and ventricular output connection ports. The epg was returned for service. There was no patient involvement.